Manufacturer narrative:
It was reported that the ventilator's turbine was contaminated with water. Moreover, technical error code indicating a turbine module under-voltage was noticed in the logs. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been available only as photos. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the some kind of liquid spilled on the unit and get through turbine to the ventilator. The liquid damaged the turbine. The part has been replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as liquid may damage the turbine and it may lead to stop of ventilation. There was no patient harm. The cause of this issue has been classified as accidental damage. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/10/2021. Corrected manufacture date: 03/02/2021. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's turbine was contaminated with water. Moreover, technical error code indicating a turbine module under-voltage was noticed in the logs. There was no patient harm reported. Manufacturer's ref.#: (B)(4).